Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 40 hours of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm on (B)(6) 2023. It was also confirmed via cine imaging that the top 1/3 of the iab was not inflated. It was noted that the patient was not being moved when the issue occurred, but there may have been body movements. Considering the possibility of a leak, the customer replaced the iab and swapped out the console on (B)(6) 2023. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # :(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.